Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient faced tape was not sticking event due to not adhering on the skin. Patient blood glucose level was noticed 109 mg/dl. Patient was hospitalized for 3 hours. Blood glucose level at the time of hospitalization was above 400mg/dl. Insulin pump system has been in use within 48 hours of reported event. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation: a complaint investigation has been initiated for record (B)(4) on 23-may-2025. Device history record (DHR) review: the lot 6005948 was manufactured according to the wi version 78 on 09-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advance and lot 6005948 and another 7 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.